Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). It was noted that the rv lead undersensing led to false termination of arrhythmia. In addition, there appeared to be oversensing on right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.